Event description:
The uretero-reno videoscope was returned to the service center with a report of a leak at the distal end. This issue does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, corrosion was found on the light guide lens, likely due to water leakage. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion could not be determined, however, the issue was likely the result of component failure due to water leakage, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.